Event description:
Per the clinic, the rechargable battery of the sound processor was found leaking fluid. There were no reports of patient injury associated with this event.

Manufacturer narrative:
(B)(4). A cover letter was provided to the agency regarding this event. Implanted device remains.